Manufacturer narrative:
The device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the magnet. The patient was reimplanted with another cochlear device during the same surgery.